Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company service representative could not duplicate the reported problem. As a precautionary measure, the power switch and power supply will be replaced. There was no indication of a shutdown in the system error logs. The unit was tested to factory specifications and was returned to the customer.